Event description:
It was reported that the patient had a magnetic resonance imaging (MRI) scan due to pain but it was believed to be unrelated to the pump. It was indicated that the pump was already empty prior to the scan and had not been serviced in a while. The patient did not have a managing physician. The drug previously delivered via pump was unknown. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).